Event description:
It was reported that the customer's insulin pump was exposed to moisture, and had a blank display. Customer's blood glucose level at the time was 171mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronic assembly. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.